Event description:
A report was received that the pt's ipg pocket was broken open and was draining pus and fluid. The pt was admitted to the ER. The pt's precision system was explanted by the neurosurgeon. The pt is reportedly doing well.